Event description:
The rate independently changed. The device was returned to the biomedical department with an unsigned note that said, "channel 2 not working." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the rate independently increased. There were no reports of any adverse patient events while the device was in clinical use.